Event description:
It was reported that the patient fell and injured himself (arm broken) 4 days after the implantation. The health facility observed intermittent asystole and a pacemaker follow-up was done. All values were in range. A revision was decided. Measurements and x-ray of the device and the associated lead were in range. It was decided to exchange the device and the rv lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated right ventricular lead were received for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for this pacemaker and the lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated and the pacemakers memory content was analyzed. Data documented fluctuating ventricular threshold measurements (1.0v-2.4v) as well as loss of capture detections since (B)(6) 2023. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. The returned lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In summary, with regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.